Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that his battery charger was not recognizing a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not recognize battery was confirmed. Upon evaluation, the u13 (8-bit cmos flash micro-controller) component was shorted. The cause for the inability to recognize the battery is the shorted u13 component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the shorted u13 component. The patient was issued a replacement charger/modem.